Event description:
It was reported that arctic sun device could not fill. The device was fully drained when attempted to fill no suction at left port. Failed circulation pump. They requested a quote for 2000 hour service. In evaluation results, it was reported that failed circulation pump motor bearing (photo samples attached in wo). Flowmeter was replaced due to reading 300 ml/m low causing calibration flow errors.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected